Event description:
The user facility reported that after zero balancing, the catheter was removed from the ventrix monitor and placed on the patient. When it was reconnected to the monitor after placement, it displayed error code "e08" and monitoring was impossible. The ventrix monitor worked normally when the catheter was replaced another nl950-v. The catheter had malfunctioned. No patient injury was reported but intervention was required for removal and replacement of the catheter.